Event description:
It was reported that during a procedure of the subclavian, while advancing the omnilink biliary stent delivery system (sds), the stent dislodged off the balloon and traveled to the superficial femoral artery (sfa) and was deployed in that location [outside the target lesion]. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the omnilink .018 biliary stent system instructions for use states: the omnilink .018 biliary stent system is intended for palliation of malignant strictures in the biliary tree. Based on the reviewed information, no product deficiency was identified